Event description:
A 7mm diameter x 20 mm length bridge assurant biliary stent was inserted for use in a pt for treatment of a subclavian artery. There was a sharp curve in the lesion and vessel morphology was reported to be moderately tortuous and moderately calcified. The lesion was pre-dilated with an unknown size balloon. It was reported that while positioning the device, the physician moved the delivery system back and forth and subsequently dislodged the stent onto the guidewire. The dislodged stent was snared and pulled back into the guide catheter and removed from the pt. Another MFR's stent was used to complete the procedure. No clinical sequelae were reported, and the pt is reported to be fine.